Event description:
Event description guidant received information that during implant of this right ventricular (v) lead, the atrial lead interfered and caused the v lead to form a loop. A stylet was inserted to straighten the lead but the stylet escaped the lumen. The physician commented that this lead is less smooth than the selute picotip lead. There were no adverse patient effects. One month after implant, loss of capture and low impedance measurments were observed. The lead was explanted and during the procedure, it was observed that the lead was caught around the patient's clavicle. The physician cut off the connector portion and used a sheath to successfully remove the lead. The lead was tested with a pacing system analyzer and capture was confirmed at 7.0v at 1.0ms.